Event description:
It was reported that during dilation in the cath lab, the dilator became broken at the hub. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient. Additional information received on (B)(6) 2012 states "there was no injury to the patient and the user was able to remove the entire dilator without surgical intervention since the broken portion was the dilator hub that is at the proximal end of the dilator."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.